Manufacturer narrative:
Concomitant medical devices: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had increasing mid-back pain between the shoulders. They were unable to do the activities of daily living and had weakness. The device was explanted due to the issues. The patient had undergone physical therapy and been reprogrammed multiple times for calf pain. Impedance testing was also performed prior to the explant. The patient's indication for use was spinal pain.